Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior needle tip was engaged to anterior cuff. The anterior and posterior cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior needle-to-cuff miss occurred. There was no needle strike mark on the foot. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Based on the investigation, the most probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.